Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2013; inratio: 1.3. Lab: 2.7. Time between tests was reported as 15 minutes. Pt's therapeutic range is 2.5-3.5.

Manufacturer narrative:
Investigation pending.